Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer experienced hyperglycemia as well as insulin pump had different alarms or alert about the battery during normal use. The customer¿s blood glucose level was 403 mg/dl. Customer was assisted with troubleshooting about insulin pump. Customer reports they were able to clear the alarm. Customer states insulin pump was working properly. Customer states contacts were not missing or damaged and neither compartment nor spring were damaged or corroded. The device will not be returned for analysis.